Manufacturer narrative:
During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The ventilator's sensor board was replaced to address this issue.

Event description:
The MFR received information alleging a ventilator was displaying a "ventilator inoperative" message. No harm or injury were reported.